Event description:
Allegedly the patient was revised due to tibia components relaxation; the tibial base declined, became unstable, and began to swing.

Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
The investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00039, 00040, 00041, and 00042. This event occurred in (B)(6).